Event description:
It was initially reported that the patient had developed an infection at the generator site after having a generator replacement surgery. The patient was hospitalized for IV antibiotics and then discharged. There were no plans yet to explant the patient's generator. Good faith attempts to obtain additional information has been unsuccessful.